Event description:
It was reported that while trying to place the coil in the aneurysm, it was detached prematurely inside the microcatheter. The coil was able to be pushed out from the microcatheter in the intended area of treatment without clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was returned with the introducer sheath. Visual inspection of the device revealed that the delivery wire and main coil were kinked. The main coil was found to be prematurely detached (break at main coil junction) as well. Functional testing could not be performed due to the damaged condition of the returned coil. The device was confirmed to be in good condition prior to use. It is likely that procedural factors contributed to the reported and observed damages limiting the performance of the coil during the clinical procedure. Therefore, an assignable cause of operational context has been assigned to this investigation.

Event description:
It was reported that while trying to place the coil in the aneurysm, it was detached prematurely inside the microcatheter. The coil was able to be pushed out from the microcatheter in the intended area of treatment without clinical consequence to the patient.